Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that there was another alarm last week on (B)(6) 2014. Customer was sitting and watching tv when the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent act buttons due to flattened dome switch. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.